Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer could hear a loud hissing sound coming from gas line extender tubing and were loosing diastolic augmentation. It was also noticed that there was condensation in the line. The gas line extender tubing was changed out. The new extender tubing was used with the same iab which was connected to the same console to continue therapy without issue. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The extender tubing was returned without any visible blood, moisture or damage. The tubing was leak tested and no leaks were detected. The iab catheter was not returned for evaluation. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).